Event description:
Complainant alleged that during helicopter transport of a (B)(6) male patient, the device resets/reboots itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.